Event description:
The customer reported that the ortho provue analyzer resulted a previously known positive antibody samples as negative. Visual inspection of the processed gel cards brought to the service rack for manual review showed the reactions were positive. The pt's sample had anti-d (passive). False negative test results can lead to transfusion of incompatible blood. The user detected the issue preventing erroneous results from being reported.

Manufacturer narrative:
No definitive cause was determined. An ocd field engineer arrived on site and performed the appropriate adjustments and repairs to return the instrument to expected operation. This customer has not logged any related complaints against this analyzer since this incident.